Event description:
Plaintiff reports initial bilateral implantation 1/21/83 with explant 9/9/83. Plaintiff alleges various illnesses including, but not limited to, deformity and atypical rheumatic syndrome.